Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the surgeon, the patient gained significant weight and the soft tissue around the abutment was preventing her from attaching the processor. The skin flap was thinned on an unknown date.